Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not performing the air removal step. Customer continued to use the current cartridge. Customer¿s blood glucose level was 140-150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.